Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the roller pump was not occluding far enough. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The ccp informed the field service representative (fsr) while he was there performing preventative maintenance (pms). The fsr could not verify the reported issue. The fsr cleaned and regreased the occluder cap. The rollers slide in and out smoothly with full extension and occlusion. The fsr completed full testing and pm inspection. The unit operated to manufacturer specifications and was returned to clinical use. The ccp stated he thought it was a user issue. No further problems were noted. The ccp will contact the manufacturer if any further issues arise. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.